Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of stimulation. No falls/trauma were related. It was noted that the patient had an eye exam. The patient programmer (pp) was used and it showed stimulation to be on. It was at 3.9 volts. She increased to 8.9 volts and could barely feel any tingling in her feet. She had an appointment in december but couldn't keep it so her next appointment was on (B)(6) 2016. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.